Event description:
It was reported that the device delivered inappropriate atp therapy due to post-sensed t-wave oversensing. The device was reprogrammed. The patient is fine and will be followed-up closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.